Manufacturer narrative:
G4: 16apr2020 b4: (B)(6)2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. Additionally, they observed a power led failure and the "check vent: ventilator restarted" diagnostic code in the error log. The service technician replaced the touch screen and the reported problem was resolved. The power switch overlay was replaced and the power led failure was resolved. The cpu pcba was replaced and the "check vent: ventilator restarted" diagnostic code was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020 b4: (B)(6) 2020 a cpu pcba (central processing unit, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the reported complaint could not be confirmed. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01aug2020. B4: 04aug2020. D4: UDI:# (B)(4). A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the resistance measurement failed and the bottom button did not respond correctly. The root cause was isolated to a failure of the touchscreen assembly to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported a touch screen failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement.